Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. All arms were confirmed to be operating correctly and there was no problem identified. The system was tested and verified as ready for use. Although there was a video recording of the procedure that was reviewed by the fse, the video recording was not provided to isi for review. The fse stated that he did note in the video that the "instrument was suddenly released as stated by the surgeon." Isi has received the medium large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. During investigation ligating clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed on multiple attempts. The instrument was fully functional. No issues or errors occurred during in-house testing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: all of the errors in the logs for that procedure are system service advisory and informational so none of these would necessarily suggest a product issue. None of the errors pointed to non-intuitive motion. This complaint is a reportable adverse event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was suddenly released when the surgeon tried to apply the clip. The ¿clip got caught on the inferior mesenteric artery (ima) and was damaged.¿ the event caused tension in tissue and a clip was buried in tissue. There was no bleeding then; however, when the surgeon tried to remove the clip, the patient experienced bleeding. The bleeding was controlled by unknown means, and additional tissue was resected. Based on an evaluation of the medium-large clip applier instrument, and the log review, there is no indication that a malfunction of the instrument or the system occurred.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the medium-large clip applier instrument was "suddenly released" when the surgeon tried to apply the clip. The ¿clip got caught on the inferior mesenteric artery (ima) and was damaged.¿ the bleeding was controlled and additional tissue was resected. The site had contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for support. The tse explained to the customer the possibility of non-intuitive motion was caused by improper sterile adapter attachment. The tse advised the customer to attach the sterile adapter firmly to resolve the issue. Isi followed up with the initial reporter and obtained the following additional information: when the surgeon tried to fire a clip on the ima with the medium-large clip applier instrument, the instrument suddenly moved, despite the fact the assistant doctor did not take any action. The surgeon was attempting to ligate the ima with a medium/large clip when the alleged issue occurred. The event caused tension in tissue, and a clip was buried in tissue. There was no bleeding then; however, when the surgeon tried to remove the clip, the patient experienced a small amount of bleeding. The bleeding was controlled by unknown means, and there was no additional treatment rendered. The procedure was completed with a backup instrument. The patient is reported to be recovering well with no post-operative complications. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.